Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00814. 0001822565 - 2020 - 00815. 0001822565 - 2020 - 00817.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical product(s): 00784802300 ¿ m/l taper neck ¿ 61372418; 00875705001 ¿ shell ¿ 61455944; 00875100932 ¿ liner ¿ 61528029; 00771300700 ¿ m/l taper stem ¿ 61322708; 00625006530 ¿ bone screw ¿ 61526230. Reported event was confirmed by review of medical records noting patient was experiencing pain and elevated metal ion levels. During the revision, metallosis was found and debrided. The head, stem, neck, and liner were removed and replaced without complication. DHR was reviewed and no discrepancies were found. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to pain and elevated metal ion levels. During the surgery, metallosis tissue was debrided form the joint. The head, liner, neck and stem were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified signs of being implanted worn / foreign material. The neck was not returned. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. Review of complaint history identified no additional similar complaints for the reported item but additional complaints for the part and lot combination for the head. Root cause unchanged. This complaint was confirmed based on the returned device and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.